Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- were open...falling apart [device breakage] case narrative: consumer reported via e-mail that tampons were open as if they were falling apart. No injury reported.